Manufacturer narrative:
The pt was placed on the bed on (B) (6) 2010. On (B) (6) 2010, an initial skin assessment was performed on the pt and two small (2cm x 1cm) stage ii pressure ulcers were on each gluteal muscle. At the next assessment on (B) (6) 2010, the nurse reports the pt was in the bed with the head of the bed elevated 30 degrees and pt was lying on bed frame. The nurse noted a large (8cm x 10cm) necrotic area to the sacral area. Pillows were placed under pt and a replacement bed was requested and delivered within 1 hour. It is unk how long the pt may have been laying in contact with the bed frame. The bed was tested per quality control procedures and met specs prior to pt placement. The bed was returned to kci for eval on 3/24/2010. It was determined that the sleeve that holds the mid section cushions together may have been incorrectly placed at some point. Investigation could not determine when this may have occurred. The sleeve was positioned correctly and bed functioned properly. Triadyne ii labeling cautions "monitor skin conditions regularly, particularly at bony prominences and in areas where incontinence and drainage occur or collect, and consider adjunct or alternative therapies for high acuity pts. Early intervention may be essential to preventing serious skin breakdown."

Event description:
It was reported that a pt with pneumonia being treated on a triadyne ii bed for pulmonary complications developed a large necrotic wound in the sacral area. It was reported that the pt was at high risk for skin breakdown due to his compromised respiratory status. It was reported that the pt underwent debridement at bedside and after debridement the pressure ulcer was determined to be stage IV. The pt continued treatment on a different triadyne ii bed in the hospital and transitioned to a long term care facility on the triadyne ii bed.